Event description:
Went to start magnesium sulfate on the patient and noticed secondary line dripping fluid from connection hub area. Grabbed new tubing to continue antibiotics, upon examination of IV hub site, hub completely came offline. Ref v1921, lot 0061974031, gtin (B)(4), exp 10-31-2029.